Manufacturer narrative:
Per the tandem user guide: accessories for charging from wall and automobile outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump. If you lose any of the accessories, or need a replacement, contact your local customer support.

Event description:
It was reported that the customer was charging the pump using a power bank and a tandem provided usb cable which were placed under a pillow. Customer reported the usb cable appears to be frayed, and the cables were visible. During troubleshooting with technical support, it appeared the cable had overheated and melted. Technical support educated customer on how to charge pump battery. The customer reported pump was functional and had continued to use the pump after changing the charger. Subsequently, customer reverted to using an alternate method of insulin therapy.